Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in greece, regarding an implant of a 26mm sapien 3 ultra resilia valve in a 29mm non edwards valve in aortic position by right trans femoral approach. During the procedure, a vessel pre dilation with a 16f dilator was performed without any problems. However, some difficulties were encountered when advancing the 26mm commander delivery system with the valve through 14f esheath plus. The valve advanced into the abdominal aorta and the sheath distal tip tore. No vascular injury occurred. The valve was successfully implanted. The patient was in a stable condition.